Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
This pi is for the 11 reported revisions. The (B)(6) on medical devices (B)(6) reviewed the performance of the securfit plus when used with a specific acetabular component. As per provided agenda file: 2.6.1: the secure fit plus femoral components with [redacted by (B)(6)] component combination have been used in 230 procedures since 2004. The cumulative percent revision at 5 years is 5.2%. The 11 revisions involved mostly the femoral components - femoral (45.5%), femoral and acetabular (18.2%), one involved the acetabular components only (9.1%), two head/insert (18.2%) and one of minor components (9.1%). 10 of the 11 revisions had primary diagnosis of osteoarthritis (90.9%) and one was due to osteonecrosis (9.1%). 2.6.2 the hazard ratio over the entire period of 6 years is 1.84 (1.33, 6.59). This indicates the implant combination is almost 2 times as likely to be revised compared to all other similar hip implants. 2.6.3 the overall rate of periprosthetic fracture (7, 63.6%) appears to be higher than for all other conventional hip replacement implants (20.2%). 2.6.4 the performance of the secur-fit plus when used with other acetabular components compares favourably to other stems , and the rate of revision due to fracture for the stem is not higher than expected. 2.6.8 the performance of the [redacted by (B)(6)] used with other femoral stems is in line with other cups. 2.6.9 redacted by (B)(6) stated that they do not condone the use of [redacted by (B)(6)] with other manufacturer¿s femoral stems pointing to where this is stated in the instructions for use and surgical guide. 2.6.11 stryker¿s response stated that they do not condone the use of this device combination and pointed to revision rates of the secur-fit plus with stryker¿s own cups as being a best reflecting the safety and efficacy of the stem. The secur-fit plus with trident shell has a cumulative revision rate of 2.4% at 5 years in the aoa njrr 2019 report. 2.6.12 stryker has pointed to their instructions for use which contains a warning against using other manufacturer¿s devices with their stem.